Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a greater than 8.5fr sheath and the tavr procedure was completed. Reportedly when the blue rail limb was pulled to advance the knot, the entire suture came out. This occurred with both prostyle devices. A non-abbott device was used to achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device is filed under a separate medwatch report number.